Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20ml luer lok syringe experienced packaging tears while opening leaving paper shards in sterile room/field. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 303310 batch no: 8325715. User facility needs to report a bd product complaint for a 20ml syringe luer-lok tip, reference number (B)(4), that failed upon opening.

Event description:
It was reported that the 20ml luer lok syringe experienced packaging tears while opening leaving paper shards in sterile room/field. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 303310 batch no: 8325715. User facility needs to report a bd product complaint for a 20ml syringe luer-lok tip, reference number 303310, that failed upon opening.

Manufacturer narrative:
Investigation: photo received for investigation. Upon observation, there is no tearing of the paper that could cause some damage of functionality to the device. The paper used is medical grade and that this paper is of direct seal, when compared with other syringes manufactured from other sites, bd materials could present differences. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. In conclusion, the inspection in process of the measurements of the perimeter seal, as well as the packing integrity test at the end of the finished product were in accordance, there is no defect and cause attributable to the complaint.